Manufacturer narrative:
Device evaluation the device was not returned to the manufacturer for evaluation. Device inspection could not be performed, therefore the reported issue could not be verified. The manufacturing record cannot be reviewed since the serial number is unknown. The complaint history was not reviewed since the serial number is unknown. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
Brand name: unknown/not provided. UDI#: not available since product serial was not provided serial number: unknown/not provided model number: unknown/not provided. Customer reported multifocal lens catalog #: unknown as serial number was not provided expiration date: unknown as serial number was not provided exact date of implant was not provided. Exact date of explant was not provided. PMA/510k#: unknown/not provided as device serial# and catalog# were not provided. Device manufacture date: unknown as serial number was not provided (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
When reporting a zlb00 lens explant on another case, the doctor shared that he had implanted hundreds of multifocal iols in the past ten years with only 3 explanted due to excessive halos which is a very good record of overall success for the product. No additional information was known or provided for the two explants done ten years ago. A separate report will be filed for each of the lenses. This report represents 1 of 2 explants done 10 years ago.